Manufacturer narrative:
Explant date: if explanted, give date: not applicable, remains implanted in the eye. (B)(4). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, (labeling*), complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (model zct300 +15.0 diopter) was implanted on (B)(6) 2017. One-day post op patient experienced corneal edema. One-week post op on (B)(6) 2017 it was noted that the lens was off axis and had rotated counter clockwise approximately 15-20 degree causing astigmatism and patient was experiencing poor uncorrected visual acuity. Surgeon performed lens repositioning on (B)(6) 2018 without any difficulty, reportedly no sutures or incision enlargement was needed. Additional information was received and it was reported that patient was doing well, vision has improved and no more intervention required. No further information provided.

Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In review, the corneal edema occurrence was incorrectly reported as occurring one day post-operatively after the implant of the lens. The correct date of occurrence was one day post-operative after the lens repositioning on (B)(6) 2018. Additionally, information that the patient's complaint about poor uncorrected vision could have been corrected with glasses, but the patient opted to undergo a lens repositioning procedure was inadvertently not included in the initial MDR. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.